Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reported that the therapy hadn't helped their symptoms since they were implanted and so they messaged their health care provider (hcp) on mychart and the hcp advised for them to switch to a different program. The patient stated since they switched to a different program 4 days ago, the therapy was helping their frequency at night but not at all with their urgency. The patient stated when they had to go they would have to go immediately and they'd end up having some leakage, but overall, the therapy as a whole was still not giving them a 50% or greater reduction in their symptoms. Patient stated their hcp told them to call patient services to discuss therapy concerns. Patient services reviewed therapy expectations, device description/function and programming and stimulation considerations with the patient. The patient stated they had increased the stimulation since making the change to the new program and they noticed a dull ache in their bike-seat, that it was in the right side of their groin area, mid-way between their front and back, in certain positions. Patient services reviewed with the patient that stimulation level should never cause discomfort and reviewed with the patient to decrease the stimulation to comfortable level for all of their positions. The patient was able to decrease the stimulation to a comfortable level and stated they'd continue to monitor their symptoms for a few days but noted they may end up switching to a different program if the therapy still didn't help them like they needed. The patient stated all in all, everyone had been great and that both their hcp and the medtronic representative, dan madden had been wonderful. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. They reported the previous issue and that the therapy hadn't been working/doing anything for their symptoms since they were implanted and they had the implant removed. The patient stated they believed the entire system was removed. Patient stated they were really dissatisfied with the whole situation. Patient stated that at the health network they utilized they found there is a department called integrative medicine and they ended up being referred to a doctor in the integrative medicine department and the patient underwent hypnosis which really worked for their symptoms. Patient stated they were mainly disappointed that their doctor hadn't made them aware of this hypnosis treatment prior to pushing the therapy on them but still wanted to know if there was anything the manufacturer could do about the situation. Patient services reviewed warranty information with the patient and emailed the patient the warranty information and directed the patient to follow up with their healthcare provider (hcp) regarding the reason as to why the therapy had been unsuccessful for them and to review the warranty with their hcp if nee ded. Patient services also reviewed external device donation/disposal information with the patient and then emailed patient registration at call's end to update the patient's record.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.